Event description:
Additional information was received from the rep. They stated that the patient met with a new hcp provider and x-rays were taken. S the leads have not moved. The patient has not charged her system in several months. The rep opened a recharger so she could charge while in the office today. Once her ins was up to 40% , they were able to connect. Her impedances showed contacts 10,11, and 14 are over 40,000. When the rep checked the leads they were unable to get paresthesia in her back. The upper half of the 0-7 lead was bilateral leg coverage. The lower half was right legs. The 8-15 lead was mostly right lower leg which she doesn't need. They programmed dtm using the 0-7 lead in hopes it will help with her back and leg pain. She will follow up with the hcp in five weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2022; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2022; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient had a lead revision on (B)(6) 2022. Both of the patient's leads were replaced and the patient was receiving good coverage. They reported that it was hitting everywhere they needed and the patient felt good. All impedances were within the normal limits. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that because of the high impedances she had her simulator turned up to a really high intensity. The rep calculated her expected recharge interval before the rep changed anything and it was 0.8 days. When the reprogrammed avoiding contact 13 and 14, I hurry charge for increased to several days. Based on that it appears it wasn¿t holding a charge because of the high impedance increase intensity. The rep doesn't know if it's helping with her pain yet. The patient is going to call the rep later in the week or first part of next week if it's helping or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that battery doesn¿t hold a charge. Patient doesn¿t recall any falls or other external factors. They were charging in the office so the rep could interrogate the ins. The patient moved from (B)(6) to (B)(6) on (B)(6), 2020. Right after (B)(6) she tried to charge the ins. It wouldn¿t charge at first. She tried several times and then got it to charge but then it wasn¿t able to hold the charge. The patient states she called patient services multiple times after this started. Patient services replaced the recharger and the controller. They then gave her a list of physicians in the area to find a new physician. The patient met with dr. (B)(6) today. Dr. (B)(6) office reached out to me today.  Rep sat with the patient while charging 45 minutes and got the battery to 40%. Rep ran an impedance check, contact 13 is red at 40,000,contact 14 orange at 27,910. All other contacts are 720-810. After mentioning to the patient about the contacts out she recalled breaking her tailbone just prior to moving last (B)(6). Rep was able to reprogram around the two contacts. The patient was going to try the new settings and let rep know if she needs anything else. Her new settings will last about five days as opposed to 0.8 days from the settings before the reprogram.